Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue. One haptic was torn off and the cartridge was not returned.

Event description:
The facility stated a silicone lens model aq2003v was damaged prior to implantation and there was no patient contact. No further information was forthcoming from the facility. It is unknown if there was a product malfunction.